Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the spo2 waveform disappeared intermittently. A good faith effort (gfe) was performed to clarify if the device displayed an inop at the time of the event, but no additional details were provided until yet. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
During investigation the reported problem turned out to be not reportable. When a parameter on the device fails or there is otherwise a technical problem with the parameter or the device, the module is designed to generate audible and viewable inop messages to alert users/caregivers to a potential issue. As per the definition of non-reportable, this device/product issue did not cause or contribute to death or serious injury nor would likely cause or contribute to death or serious injury upon recurrence. The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). The customer was instructed to check the behaviour in demo mode and to perform a cold start in technical test mode. If this does not solve the issue, a replacement of the spo2 board would be required. Based on the information available, the exact cause of the reported problem is unknown. Due to the lack of available information, the exact cause for the reported issue remains unknown. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the spo2 waveform disappeared intermittently. A good faith effort (gfe) was performed and it turned out that a inop was displayed at the time of the event.it is unknown if the device was in use at time of the event. There was no report of patient or user harm.